Event description:
It was reported that the insulin pump had an intermittently responsive b button on the keypad during normal device use. The blood glucose reading was 164 mg/dl. The caller declined to have the insulin pump replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.